Manufacturer narrative:
(B)(4). Date sent: 03/18/2021. Additional information: surgeon experience: 6 months ¿ 2 years; general surgeon who does some colorectal cases. No photographs or videos available.

Manufacturer narrative:
(B)(4) date sent: 03/23/2021, d4: batch # u5c674, h6: component code = others (g07), h6: component code = electrical and magnetic (g02). Additional information was requested, and the following was received: what were the indications for surgery? Perforated diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes, the device seemed to have no power (even though the lights were on), it wouldn¿t fire at first. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low ¿ tighter b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Yes, it wouldn¿t fire at first, and the battery was pulled out and reconnected and then it fired. What confirmation was received that the device completed the firing sequence? Green check and tactile, audible feedback. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes ¿ 1 washer viewed. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes- passed the leak test. Was the staple line visualized endoscopically during the initial surgical procedure? Rigid proctoscope observed the staple line. What was observed at the site of the leak during the re-operation? Posterior towards right ¿ fibrinous exudate, small bowel stuck. Inflamed and walled off. How was the leak addressed? Took down anastomosis colostomy. What is the status of the patient? Colostomy. The patient is doing well. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and green checkmark appeared when forward battery was installed, confirming that the device was fired in use. Upon resetting the device and firing multiple times, the intermittence in firing the device was confirmed. Upon disassembly and troubleshooting, intermittence in electrical continuity was found in the anvil detection circuit, caused by cracks in copper traces. The device as received had excessive biomatter, especially near the firing pcba and on the nearby end of the flex circuit as shown in the pictures below. The biomatter could have impacted the activation of the firing circuit, causing the experience. No anomalies were found in the appearance or the function of the firing trigger after removal of biomatter in its vicinity. When the device was fired, test media and the breakaway washer were completely cut without incident. The staple line was complete, and the staples met the staple form and release criteria. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. For damaged firing trigger: to fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per medical safety office: while the device did not fire on the first attempt, the user was able to get the device to function successfully without removing or repositioning the stapler. There was no concern regarding staple form intraoperatively and the leak test was negative. The leak was noted 18 days postop, which is quite late for any device related issue to manifest . For these reasons, the leak does not appear to be related to the issue with the flex circuit.

Manufacturer narrative:
(B)(4), date sent: 03/23/2021. H6: health effect ¿ clinical code: gastrointestinal system (e10) h11: corrected data: h6. E10 was omitted on the previous report.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: this patient leaked post op day 18. The surgeon noted the patient has some other health issues but was uncertain what the patient leaked.

Event description:
It was reported that during a sigmoidectomy, it wouldn¿t fire the mechanism. It lit up, but it was dead. He popped the battery out and put it back in and kept on trying to fire it, but it wouldn¿t fire. He was about to disengage and take it out and tried one more time and it fired. The donuts were fine and there was no air leak. He thinks the trigger was malfunctioning. When asked if it was possible if the anvil and the trocar were not completely snapped together, he said that the he felt the snap and the orange indicator line was covered. He also mentioned that the trigger felt really ¿lax¿ like it wasn¿t engaged for some reason. On a final attempt of taking the battery out and putting it back in, the device did fire. There were no patient consequences.